Event description:
It was reported by the rep that when the devcie was used during a gastric bypass procedure, it had malformed staples. It is unknown how the case was completed. There was no consequence to pt.